Event description:
It was reported that the patient presented for an implant procedure. Upon initial interrogation post implant procedure, the pacemaker exhibited high pacing impedance. No intervention was performed and the patient was in stable condition.